Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. Retention samples were evaluated and it was not possible to confirm the incident. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It is reported that the bd¿ syringes with needles luer slip leaked during use. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: ¿product with good quality. However, it is difficult to keep the needle attached to the syringe. When insulin is administered, the needle when entering the skin seems to get pressure, releasing from the syringe, causing loss of medication.¿.

Event description:
It is reported that the bd¿ syringes with needles luer slip leaked during use. The following information was provided by the initial reporter, translated from potugese to english. Verbatim: ¿product with good quality. However, it is difficult to keep the needle attached to the syringe. When insulin is administered, the needle when entering the skin seems to get pressure, releasing from the syringe, causing loss of medication.¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. Complaint status: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: the sample received for reported incident was evaluated and submitted to leak test and no deviation was observed. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported that the bd¿ syringes with needles luer slip leaked during use. The following information was provided by the initial reporter, translated from portuguese to english. Verbatim: ¿product with good quality. However, it is difficult to keep the needle attached to the syringe. When insulin is administered, the needle when entering the skin seems to get pressure, releasing from the syringe, causing loss of medication.¿.